Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a longevity calculation confirmed the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded the premature battery depletion was due to low-voltage capacitor degradation, which resulted in a high current condition. (B)(6) remains implanted/increased device follow-up advised: technical services advised that the device follow-up intensify to monthly. No adverse patient effects have been reported. At this time, records indicate that this device remains implanted. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device did not meet a portion of the initial testing. Analysis of the returned product is currently ongoing. This event will be updated upon completion of the analysis.

Event description:
Boston scientific received information that this device declared elective replacement indicator (eri), with a charge time measurement of 21 seconds and a monitoring voltage measurement of 2.42 v. It was discussed that eri likely declared as a result of charge time measurement. Approximately two years later, the device was explanted for normal battery depletion. No adverse patient effects were reported during the procedure. The device was then returned to allow for reliability analysis.